Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2007, inratio 1.5 ((B)(6)), lab 13.3 ((B)(6)), mean 7.4. Confidence limits. Unable to be determined. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. The inratio reading on (B)(6) 2007 gave an inr of 1.5. The following day, prior to surgery, the patients inr was 13.3. The difference in inr is quit substantial between 2 days. This may indicate a product problem with the inratio monitor. Ts updated the case on 05/18/2007: per text, "as far as (B)(6) thinks there is no issue with the systems as they are being used regularly."

Event description:
Caller alleged inaccuracy with inratio. Results as follows: date: (B)(6) 2007, inratio: 1.5 ((B)(6)), lab 13.3 ((B)(6)).